Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed fall-off testing. Upon evaluation, the trunk cable connector was cracked and the drvn_gnd wire was open inside the trunk cable. The cause of the constant gong alarms and test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed at the connector. Device evaluation of monitor sn 07124180 has been completed. As received, the monitor would not power on. Upon evaluation, the c1 capacitor shorted the 12v line to ground. The cause of the inability to power on is the short. The root cause of the short continues to be investigated. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms. In addition, during servicing of the patient's monitor, a reportable problem was found. The monitor would not power on.